Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. Customer stated the insulin pump dropped and a week later had ketoacidosis. Customer stated they feel that the insulin pump is not working correctly. Customer's current blood glucose was 384mg/dl. The insulin pump had two cracks on the screen. No alarms were noted, just the high blood glucose. Customer was hospitalized, due to blood glucose not lowering. The customer's blood glucose during hospitalization was 584mg/dl. Customer felt nauseated and sick. The customer was treated with IV insulin, fluids, potassium and magnesium. Customer was wearing the insulin pump at the time of hospitalization. After a set change the night before, the blood glucose was 500mg/dl, treated with IV fluids. Customer woke up with nausea, large ketones and after treating with water and bolus, blood glucose did not drop. Customer maintained insulin pump in suspend. Advised customer the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.